Event description:
Physician placed penumbra px slim microcatheter in patient and when trying to deliver first penumbra coil 400 through microcatheter the coil could not pass through it. Physician adjusted the catheter slightly and managed to pass coil through with difficulty. A second coil was attempted and the same issue was encountered so the physician removed the microcatheter. He replaced it with another microcatheter of the same model and all subsequent coils were delivered without issue.

Manufacturer narrative:
Results: the catheter is ovalized approximately 4.8 cm from the distal tip. The damage occurred at a material joint and it appears that the liner and inner support coil are stretched. A 0.025" mandrel was inserted through the hub of the pxslim and advanced distally without an issue. The mandrel passed through the entire lumen of the pxslim and out of the distal tip. There is visible damage to the exterior part of the shaft, therefore the catheter is non-functional. Conclusion: the complaint has been evaluated. The complaint indicates that it was difficult to advance two coils through the distal tip of the px slim. After evaluating the returned catheter it is visible that the catheter has been ovalized approximately 4.8 cm from the distal tip. However, a 0.025" mandrel was introduced through the hub and advanced distally without any issues. Since the catheter was ovalized it is possible that the coil would have difficulties advancing distally through the lumen. The cause of damage in this complaint cannot be directly determined. If the catheter is mishandled during use damage is likely to occur. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.